Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 250-400's mg/dl and moderate levels of ketones considered to be dangerous. The contact stated the customer was not on a regular routine but was unsure what was causing the elevated bg levels. Correction boluses via the pump were delivered and manual injections were administered to address the bg levels. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. A supply change was performed and insulin deliveries were resumed. Tandem technical support discussed different factors that may cause an elevated bg level with the contact. A follow-up call was declined.